Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that in the past, when the patient walked through a metal detector, they noticed following that, they had a little bit of leakage. They checked their therapy status following this and noticed that therapy got turned off. When they turned therapy back on, they were fine. This event related to going through the metal detector happened "about a month and a half ago."